Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. Upon evaluation, there was liquid contamination in the monitor that caused corrosion on components j501 and j502 and the table board. The cause of the failure to power on was due to the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.